Event description:
It was reported that the user received repeated ¿unable to proceed¿ messages during a supply change and a bent needle was observed inside the infusion set connector during troubleshooting, consistent with an infusion set connection issue and incorrect assembly sequence. Symptoms included low glucose. Outcomes included urgent low glucose requiring user intervention but no hospitalization.

Manufacturer narrative:
Investigation included user interview and troubleshooting with a dry run and guided reassembly. Investigation of this case revealed that the connector had been attached to the cartridge outside the pump, which bent the connector needle and prevented proper deployment. It was concluded that user technique led to improper infusion set connection and that education on the correct attachment order resolved the issue. Replacement supplies were provided and user education was performed.